Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 20mm maverick balloon catheter, it was found that the device broke into two pieces. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 20mm stent delivery system (sds), was returned for analysis. A visual and tactile examination of the hypotube profile identified a break of 62.5cm distal to the distal end of the strain relief. Multiple kinks were noted along the hytpoube shaft. Visual and tactile examination of the shaft polymer extrusion profile identified the outer and inner lumens, and the mid-shaft section, revealing no issues. Microscopic analysis of the stent profile revealed no sign of damage, stretching or lifting of the stent struts and no signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 20mm maverick balloon catheter, it was found that the device broke into two pieces. The procedure was completed with a different device. There were no patient complications reported, and the patient status was stable.